Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient had presented to the clinic for follow-up and post-paced t-wave oversensing was noted on the stored egm. Programming changes were recommended. Device remains implanted.